Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while on the stomach, the doctor loaded the reload and positioned it on the tissue and when ready to fire the reload was blocked. The surgeon was able to pressed the green button but could not squeezed he handle and the device did not fire. The case was completed using another reload. There was no patient injury.